Event description:
Narrative: product problem. The following are the details: per pharmacist's narrative, pt states that he experiences increased pain and burning with shorter needles. Pt also reports insulin bubbling under the skin. Insulin injection technique has been evaluated and pt is appropriately administering insulin. Suspect drug #1, dosing: used pen needle as directed for insulin injection. Dates of use: (B)(6) 2017 - (B)(6) 2018.